Event description:
At the stage of the procedure in which the physician was to begin cauterizing and transecting tissue, the physician noted the ligasure device would not cauterize. A new device was obtained, and operated without issue. It is unknown whether the new device was of the same or a different lot.